Event description:
Later healthcare professional reported "rupture", "hole, non-specific", and bovie hole on the implant, 1 cm long. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the device. Later patient reported "rupture" confirmed via MRI. This record is for the right side. Device remains implanted.